Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for other indications and during hospitalization, the patient developed peritonitis. Treatment for the peritonitis event was unknown. At the time of this report, the patient remained hospitalized for the other indications, however, the patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, and the patient was shifted to hemodialysis. No additional information is available.